Manufacturer narrative:
It was reported the patient was experiencing a rash while wearing the electrode - patch - universal 2 channels. The electrode was unable to be inspected because it was not returned. Allegation should be considered confirmed as there are images of the patient's skin irritation and/or evidence the patient sought medical care to treat the skin irritation. The associated skin irritation is likely related to the patient reacting to the electrode adhesive and/or hydrogel. The following factors were identified as having contributed to the skin irritation: age extreme (elderly 65 and older). Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. Patient reactions, such as skin irritation, resulting from biocompatibility issues are considered and assessed. Additionally, instructions for use (IFU) and patient education guides (peg) provide patients with guidance should skin irritation develop.

Event description:
It was reported on (B)(6) 2025, the patient removed the electrode - patch - universal 2 channel and noticed a skin rash under the patch. The patient said they were going to remove the patch for a few days to let the skin rest. Additional information was received on (B)(6) 2025. It was noted that the symptoms had improved however, during the break the patient's symptoms worsened and required them to keep medical attention at urgent care. The patient was prescribed a cream; however, the name of the prescription cream is unknown. The patient prepped their skin with soap and water. The patient does not have history of skin sensitivities; however, in the last few years their skin has become more sensitive. No additional information was received.